Event description:
Customer reported unexpected negative results on echo during validation. 8 samples that were positive on gel were run on the echo; 3 of those samples resulted negative for anitbody screen on the echo. Two samples contained anti-e, and one contained anti-k.

Manufacturer narrative:
Reactivity of the e and k antigens was confirmed on retention capture-r ready screen (3) (crrs), lot r046 and retention capture- r ready ID extend ii, lot dn033 used by the customer at the time of the event. The returned sample known to contain anti-k was tested in manual capture with retention crrid extend ii, lot dn033. The sample was nonreactive with the k+ cells. Tube testing was performed with returned samples. The sample known to contain anti-k exhibited 1+ reactivity at the indirect antiglobulin test with the k+ reagent red cell. One of the sample known to contain anti-e exhibited 1+ reactivitiy with both e+ and e- cells at room temperature and microscopic reactivity at the indirect antiglobulin test with the e+ cell. The nature of the samples cannot be ruled out as contributing to the event.